Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested of the customer. If additional information is received, a supplemental report will be submitted. Device not available.

Event description:
Customer reported that during use on a critical patient, a getinge¿s cardiosave intra-aorta balloon pump (iabp) suddenly shutdown. The patient experience a drop in blood pressure and desaturation. The customer mentioned that the failure was not due to the pump unit being pulled from the hybrid cart. The customer also stated during a previous preventative maintenance (pm), they experience a similar power failure due to the battery. However, they are not able to duplicate the reported issue and only occurred sporadically.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10. The customer has advised that a cable was replaced for one of the issues and a board was replaced for the other issue. The full name of the cable and the board replaced has not been provided to us; however, the battery was not replaced. Explanation of patient code selected "no code available": it was reported that the patient's blood pressure (bp) dropped, but it is unknown if the drop in bp rose to the level of "hypotension" as no parameters were reported.

Event description:
Customer reported that during use on a critical patient, a getinge¿s cardiosave intra-aorta balloon pump (iabp) suddenly shutdown. The patient experience a drop in blood pressure and desaturation. The customer mentioned that the failure was not due to the pump unit being pulled from the hybrid cart. The customer also stated during a previous preventative maintenance (pm), they experience a similar power failure due to the battery. However, they are not able to duplicate the reported issue and only occurred sporadically.